Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a wound caused by an implant procedure for an implantable cardiac monitor. The wound was not closing post-implant. The patient symptoms noted it was painful to touch. The device was explanted on (B)(6) 2020. The patient was stable.